Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue, flickering liquid crystal display (lcd) could be reproduced during the device evaluation as the device powering off without user input. The device was determined to not meet all product specifications related to the reported event. The flickering lcd was verified as the device powering off by itself. The cause was determined to be depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flickering liquid crystal display (lcd). There was no patient involvement associated with this event. No additional information is available.